Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with air-in-line was confirmed, but not duplicated during product evaluation. The root cause was identified as a faulty pump head module. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During baxter service/testing a constant air in line alarm was reported to have occurred while no air was present. This condition indicates the device falsely alarmed for air in line. There was no patient involvement and therefore no report of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.